Event description:
The customer reported that, on (B)(6) 2025, the central nurse's station (cns) spontaneously rebooted on its own. No patient harm was reported.

Manufacturer narrative:
The customer reported that, on (B)(6) 2025, the central nurse's station (cns) spontaneously rebooted on its own. There were no power outages associated with this event. All the other devices were working fine. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10: attempt # 1: on 06/18/2025, emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, but only provided information for other cns/rns devices that were not related to this event. There will be no additional information provided.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that on 06/02/2025 the central nurse's station (cns) spontaneously rebooted on its own. There were no power outages associated with this event. All the other devices were working fine. No patient harm was reported. Investigation summary: the device logs were sent in and an nkc investigation was performed. The reported issue was confirmed. The issue occurred when the local service network gateway (lsngw) unexpectedly stopped, triggering a system reboot (via the "watch dog" mechanism). Nkc stated that if rebooting continues, the customer should consider reinstallation of the operating system (os). The definitive root cause was not determined. The system logs suggested that the issue may be related to a memory error (possibly user error, ungraceful exit, or improper data management). Therefore, we have determined that this is an isolated incident and will continue to monitor the situation for the time being. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 06/18/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, but only provided information for other cns/rns devices that were not related to this event. There will be no additional information provided. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that on 06/02/2025 the central nurse's station (cns) spontaneously rebooted on its own. No patient harm was reported.